Manufacturer narrative:
Product analysis: it was confirmed that there was deformation of the screw thread of the handle screw. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via the manufacturer representative regarding an event which occurred during an unknown procedure. It was reported that the instrument did not fix. Product did not come in contact with the patient. No patient injury was reported.